Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "scopes were not accepted when using the pigtail" was not confirmed. The reported problem of "no image" was confirmed; no image was observed in the mask when the returned device was tested with olympus series 180 scopes. The cause of the no image was isolated to a faulty ap and dr patient board set.

Event description:
A user facility reported to olympus that they were getting "no image" or an "e315, unsupported scope" error when using the olympus cv-190 with olympus series 180 scopes. In addition, it was reported that scopes were not accepted when using the pigtail. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a design change in the operational amplifier circuit of the printed circuit board. This would leave only the 180 scope to have imaging issues due to a failure of the operational amplifier. There has since been a design change to prevent reoccurrence.